Manufacturer narrative:
Investigation found a hole in the exposed portion of the soft cannula. The hole was found where the tip of the hard cannula made contact with the soft cannula. The formed needle was not securely seated in the grips of the slide retract and therefore the hard cannula was not properly retracted. It was unable to be determined when the hard cannula dislodged from the slide retract. It was unable to be determined when the hole in the soft cannula was caused. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient reported bg levels reaching 390 mg/dl. During the investigation, it was discovered, a hole in the exposed portion of the soft cannula. The hole was found where the tip of the hard cannula made contact with the soft cannula. The formed needle was not securely seated in the grips of the slide retract and therefore the hard cannula was not properly retracted. It was unable to be determined when the hard cannula dislodged from the slide retract. It was unable to be determined when the hole in the soft cannula was caused.